Event description:
It was reported the endotracheal tube was cracked while in a patient. The nurse heard the ventilator alarms going off. The cuff pressure was checked and it was down to 10 mmhg. The nurse then looked into the patient's mouth and noticed that the tubing was split. No patient injury occurred. The patient was extubated and re-intubated with a new endotracheal tube. The patient is currently in stable condition. It is unknown as how long the patient was intubated prior to this incident.

Manufacturer narrative:
A quality complaint investigation was performed. A sample was not received from the customer. Only an e-mail dated 06/30/2015 was received where customer stated the endotracheal tube was cracked while in a patient. However, additional information was received dated 06/24/2015 regarding the complaint sample evaluation result from roswell tech qa lab. Sample received at the (B)(6) qa lab dated: 22 jun 2015, sample review completion date: 23 jun 2015. "Observation/comments: no packaging was received with the sample. The product does not contain a lot number identification. The sample was received with a significant amount of biologic matter inside the et tube and on the deflated cuff. It was not possible to remove all of this during decontamination." "Results/comments: the sample was received with the inflation almost completely detached. During the course of handling for decontamination, the line fully detached. The line is severed at approximately 4cm from the point of insertion into the et tube wall. The detached portion of the inflation line measures approximately 16cm from the base of the inflation indicator pillow. The severed edges are jagged and torn. Further information provided again by the customer dated 06/30/2015. "Received email from (B)(6) 06/24/2015 stating the sample was consistent with the inflation line breaking and not the actual endotracheal tube splitting. Called respiratory at the facility and confirmed that it was the inflation line that broke while the patient was intubated. Asked him if the patient had a bite block in place and he states "most patients typically do" but he did not recall for certain. Also asked how long the patient was intubated prior to the incident and he states they were intubated on the same day that the incident occurred. No injury. The patient just had to be extubated and re-intubated." Neither lot number nor sample was available to assist in our investigation: therefore retrieval of assembly record to support the investigation process was not possible. Only the product code 35216 was available to assist in history review. Review of the pilot line detachment test report within 2014 until ytd may 2015 did not reveal any sign of detachment failure. The pilot line detachment test was found to be well within the specification during the testing. No previous investigations are available. After a detailed picture review, no discrepancies were found. There is not enough information to conclude the product did not meet specification and perform as intended. The patient biting the pilot line could be the most probable cause the pilot line broke. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required, and the complaint will be closed. No further actions are required and the complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on july 15, 2015.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. Additional information was requested but, no additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.